Event description:
It was reported that at the implant procedure, the wrench kit broke in the setscrew. The device setscrew could not be unscrewed; therefore the device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies. However, it was noted that the setscrew was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4470 competitor implantable pacing lead; 4525 competitor implantable pacing lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.